Manufacturer narrative:
Hill-rom technician could not duplicate any false latching, but installed the siderail latch upgrade and the siderail functioned properly.

Event description:
The account alleged a pt attempted to exit the bed using the left foot side rail as support, the side rail fell causing the pt to fall. No injuries reported.